Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-02784 and 1627487-2013-02785. It was reported the patient had her system removed on (B)(6) 2013. It was reported the system did not provide her with adequate pain relief. The explanted devices will not be returned to the manufacturer.